Manufacturer narrative:
As received, the device was returned in backup vvi (bvvi) mode. Visual inspection of the device did not reveal any anomalies. The cause of the bvvi was the device entering reset due to a power on reset (por) that occurred during the delivery of high voltage (hv) therapy. The cause of the por remains undetermined. Inappropriate therapy was not confirmed. Egms were reviewed by tech services and found therapy to be appropriate. All other device tests were normal. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inadequate high voltage (hv) therapy was delivered. Upon interrogation, the device was found in backup vvi mode with no high voltage therapy available. The patient was stable with no adverse consequences. Additional information was requested but never received.